Event description:
It was reported that the user experienced difficulty deploying the 23-inch teflon 6 mm infusion set and attaching the connector, resulting in two wasted infusion sets, and required assistance to complete an infusion set and cartridge change. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included resumption of insulin therapy without interruption or escalation of care. Investigation included remote troubleshooting and step-by-step education on unwinding and assembling the infusion set, filling a new cartridge, performing a rewind, discarding the old set and connector, installing the new cartridge, connecting and securing the tubing and set, filling the tubing, applying the new infusion set, and filling the cannula. Investigation of this case revealed user handling error during infusion set deployment and connector attachment, resolved through education and correct reinstallation. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.